Event description:
Or leadership and materials staff became aware that an unsterile blade had been ordered and used in surgery. This blade, bd micro-sharp ref #374830, had formerly been part of a sterilized surgery kit and was re-ordered several times on the assumption that it was sterile when it came from the distributor, cardinal health. The concern is that the packaging on the non-sterile blade does not indicate that it is non-sterile and also looks nearly identical to the sterile version of the blade. Concern that non-sterile blades shipped directly to the hospitals w/o adequate labeling.